Event description:
It was reported that the fiber stopped emitting energy, and the tip fell off and was retrieved with a grasper from the bladder. The procedure was completed with another of the same fibers and there was no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber metal cap was detached. The detached metal cap was not returned with the fiber. The glass tip was also detached and not returned with the fiber. The level of devitrification could not be determined due to the metal cap being missing. Microscopical inspection found that the fiber tip was damaged. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Review of fiber card data identified no errors or issues.

Event description:
It was reported that the fiber stopped emitting energy, and the tip fell off and was retrieved with a grasper from the bladder. The procedure was completed with another of the same fibers and there was no patient complications.